Event description:
Intuvie received a report indicating that during routine preventive maintenance (pm) at right way medical the device failed the 8 psi occlusion pressure test, recording a pressure of 24.3. Psi which is outside the acceptable range of 0 to 16 psi. The issue was successfully resolved by recalibrating the 8 psi calibration value from 325 to 265. No patient involvement was reported.

Manufacturer narrative:
Intuvie received a report indicating that during routine preventive maintenance (pm) at right way medical the device failed the 8 psi occlusion pressure test, recording a pressure of 24.3. Psi which is outside the acceptable range of 0 to 16 psi. The issue was successfully resolved by recalibrating the 8 psi calibration value from 325 to 265. No patient involvement was reported. CAPA-zm2023-23 was initiated to investigate the root cause for this failure mode. The occlusion failure was identified and corrected during servicing performed by a third-party service provider. Reference to complaint # (B)(4).